Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. It was determined that the picture no longer displayed due to a charge-coupled device (ccd) failure. The cause of ccd failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported to olympus that the during preparation for use, high definition autoclavable camera head displayed no image when the unit was plugged in. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation of no image was confirmed. This was due to a faulty charged coupled device. Additionally, a kink/knot was found in the electrical cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.